Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the head brakes were worn. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2007 and 2013-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head brake casters to resolve the issue. Based on this information, no further action is required.